Manufacturer narrative:
Information is unavailable; device was not returned for eval. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the device was used during a zenker's diverticulum. The surgeon fired the stapler and the stapler did not staple properly and did not cut (incomplete staple line). Another device was used to complete the case. There was no consequence to the pt. No device being returned.